Manufacturer narrative:
Investigation of this complaint found the instrument functioned as designed during the execution of the "factory 8hr xylene standard" comprising 170 cassettes which started in retort b at 17:46 on (B)(6) 2023 and completed successfully at 06:04:00 on (B)(6) 2023, from which sub-optimal processing of patient tissue samples were reported by the complainant. The root cause for the "tissue "almost raw"" reported by the complainant was the condensate bottle not being detected by the corresponding sensor, which most likely caused the remaining protocol steps to be performed with a reduced duration when connection between the condensate bottle and the corresponding sensor was re-established. The root cause for the condensate bottle not being detected by the corresponding sensor could not be unequivocally established from the information available. Although the information available indicates that the complainant re-processed the affected patient tissue samples, the circumstances involved in this complaint have previously resulted in serious injury. No adverse impact on either the quality of processing of patient tissue samples or to any patient(s) has been reported to the manufacturer in association with the circumstances involved in this complaint.

Event description:
On (B)(6) 2023, the complainant contacted leica biosystems and the following details were documented: "poor processing after pm completed fse did pm yesterday...short run on ret a had issue processing but tissue not affected...retort b , 8 hr factory xylene prog had poor processing, tissue "almost raw" run loaded (B)(6) 5:30 pm ended, without error, 6am (B)(6) 2023 aprox [sic] 174 large tissue breast and skin, no reagents changed since pm except 1 wax station. Caller has hydrometer and will check concentrations." On 08 december 2023, the assigned leica biosystems field service engineer (fse) visited the customer site and documented: "customer tissue on (B)(6) 2023 not processed in retort b." The fse "reviewed event log and unable to identify root cause of under processed tissue. Performed minimal verification testing and it passed. Filled/drained each bottle to retorts. Performed a quick clean on both retorts. Customer changed all reagents prior to testing. Verified all voltages and temperatures are within range." On 12 december 2023, the assigned leica biosystems senior application specialist, (B)(6), hawaii - core histology (fas) visited the customer site and documented: "retort manifold not hot; condensate bottle not present error messages; underprocessed [sic] tissue..." The fas documented "engineering was onsite and noticed both the retort mainofold [sic] not hot and the condensate bottle not present; asked lab to check on the status of the condensate bottle...lab ran test tissue over the weekend and regular tissue this week with no issues; this is an isolated incident...no applications issues have been seen to have caused the under-processed tissue..." The fas verified the "peloris functioning correctly after testing". The fas documented the type(s) and size(s) of the affected patient tissue samples were "skin and breast" and ""large/thick"" respectively, and the affected patient tissue samples were re-processed "manually". The fas also documented the customer measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer and recorded both the measured ethanol concentration and that calculated by the instrument software algorithm. The variance between the measured and calculated ethanol concentration was found to be within the acceptable limits of (B)(4). On 19 december 2023, leica biosystems melbourne received the following information from the local leica senior field service engineer: "...the affected tissues were processed on [another processor], diagnosable, and signed out by the pathologist." No adverse consequence(s) to a patient(s) has been reported to the manufacturer.